Event description:
The battery would not operate on this unit. The battery was replaced a couple of times, but it kept alarming low battery. Battery was 6 months old. We ended up having this unit exchanged by the manufacture. Battery concerns have been ongoing with this device model. During this calendar year the biomed department has had 56 repair work orders for the ross patrol feeding pumps. Out of the 56 work orders 34 have been related to batteries. Sometimes we cannot duplicate the failure, other times we have to replace the battery, but the batteries fail very frequently, more than every 2 years. Other times we have to get the unit replaced.======================manufacturer response for feeding pump, ross (per site reporter).======================manufacturer to replace the device.